Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and impedance measurements were worsening since the day after implant. The impedance measurements were high but within the normal range. Technical services (ts) recommended to have the patient seen in clinic and get a chest x-ray done. Ts stated that it could be micro dislodgement or change to lead tissue interface. No patient symptoms were reported. This rv lead remains in service.